Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that occasionally the menus freeze and the image freezes. No negative impact in state of health reported.

Manufacturer narrative:
The device (tc201, serial (B)(6)) was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the provided error description "occasionally the menus freeze and the image freezes", could be confirmed. The cause of the image freeze is determined to a random component failure within the circuit board. Additionally, it was found that the device is running an old software version. The outdated software is independent from the error described by the customer. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).